Event description:
It was reported to boston scientific corporation that a sphincterotome was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure. The exact procedure date is unknown. During the procedure, the physician entered the papilla with the device, the nurse bowed the device and the physician added energy from the generator. The procedure was able to be completed using the original sphincterotome device. The patient had heavy bleeding and hematoma that occurred two days after the patient was discharged. A metal stent was placed to stop the bleeding and the patient was reported to be fully recovered.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to report the upn and lot number; therefore, the unique identifier (UDI) #, manufacture date, and expiration date are unknown. Block h6: imdrf patient code e0506 captures the reportable event of bleeding. Imdrf impact code f2301 captures the reportable event of placing a metal stent to stop the bleeding.